Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the guidewire tip separated and was left in the coronary. The pt became unstable and required volume, catechlamines, intubation and eventual surgical relief of a pericardial effusion after a non-surgical attempt failed. Reportedly, the pt was stable post procedure.